Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited out of range shocking impedance and was explanted. During the change out procedure it was reported that this defibrillation lead exhibited high pacing impedances while using a competitors psa.